Event description:
Customer reported issues with the insulin pump. Customer states that she was at a restaurant, her husband gave her a spoon full of sugar because her blood glucose reading was low. Customer was admitted for medical treatment. Explained to customer that some of these off readings have a lot to do with calibration values being entered. The blood glucose reading was 32 mg/dl at the time customer was admitted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.